Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had issue with image as when it was manipulated screen turns black. The issue occurred during preparation before diagnostic procedure and intended procedure was completed without any delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to an abnormality in the image sensor unit. Heavy dents and twists were observed on the insertion section, along with scratches on the bending section cover, indicating that irregular stress had likely been applied to the bending section. However, while the device malfunction was confirmed, the exact root cause of the reported issue could not be definitively determined. The event can be detected/prevented by following the instructions for use in: ltf-s190-5 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device. Additional information: h3, h6.